Event description:
The clinic reported that a laser vision correction patient presented with flap striae 2 days post treatment in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry visual acuity and foreign body sensation in left eye only. On (B)(6) 2014 it was reported to abbott medical optics that patient went on (B)(6) 2014 for a flap stretch. She returned the following day for a follow up and has been doing great with no complaints.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.